Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms and a critical pump error alarm. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the delivery stopped, it got an alert requiring the customer not to use the insulin pump. The customer was unable to clear the insulin pump error alarms and program the insulin pump. The customer was advised to revert to back up plan per the healthcare professionals¿ instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, pump error 40 and pump error 24 alarms due to software error. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.